Manufacturer narrative:
(B)(4). Unknown glenosphere; unknown taper adapter ; unknown head. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a total shoulder arthroplasty. It was reported that while this patient was driving he heard his shoulder make a noise that scared him. He went to the doctor and had x-rays completed, however, accordingto the surgeon there was no issue with the product. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined this report is a duplicate of MFR number 0001825034-2017-09353-1. This report should be voided.